Manufacturer narrative:
It is unk what caused the vessel rupture. The inflation pressure used was not reported. The damage was repaired within the procedure and the pt tolerated the procedure well.

Event description:
The pt underwent treatment of an abdominal aortic aneurysm using a gore excluder aaa endoprostheses. It was reported the devices were implanted with no issue. During ballooning of the (device unk) with a qxmedical q50-65 stent graft balloon catheter (lot s15e001095), the pt's right iliac (15-18mm diameter) ruptured. It was reported the inflation volume is unk. It was reported the balloon was not inflated outside the device. After an occlusion balloon was advanced to control the pt's blood pressure (amount of blood lost unk), an additional gore excluder aaa endoprostheses was implanted extending distally to repair the rupture. The pt tolerated the procedure. The device was not returned.